Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a mold allergy. The patient was prescribed medication in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on dec 04, 2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged mold allergy and was prescribed medication while using the device, nasal/throat irritation or soreness related to CPAP device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they was able to confirm the device powered on and provided airflow. During the external and internal investigation, manufacturer observed dust/dirt contamination on top and bottom enclosures, ui sd cover flip door, accessory module flip door, panel , rear panel, control dial, keypad, pca, blower box upper cap, blower, blower box, blower outlet seal, p4 power connector, unknown contaminate was observed inside the ui panel, liquid ingress was observed on the blower, a contaminate consistent with keratin was observed on the blower box. Evidence of sound abatement foam degradation/ breakdown was not observed in the base unit. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes that they were not able to confirm the customer complaint or directly address the patient's symptoms and there was no evidence of sound abatement foam degradation. They did observe dust/dirt contamination in the airpath, likely from a source external to the device. Section h6 has been updated in this report.